Event description:
During aortic replacement surgery the table malfunctioned. Table could not be de-flexed for approx 2 mins. Next morning the pt developed paresis of both lower extremities. Unsure if related to table/pt positioning in the or. Pt's strength increased by time of discharge on 4/29/97 to a rehab facility.